Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred while the patient was connected during the fourth dwell cycle of peritoneal dialysis (pd) therapy. The patient stated that she had pressed go to initiate therapy before connecting to the device. The technical service representative (tsr) assisted the patient in clearing the alarm. No patient injury or medical intervention was indicated in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, starting therapy when not connected could introduce air into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect to the patient line being starting therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.